Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pelvic pain/ pain") in a (B)(6) female patient who had essure (batch no. A02660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rashes"), peripheral swelling ("legs swollen"), weight increased ("weight gain"), back pain ("back pain"), pruritus ("itchy skin"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with paracetamol (acetaminophen), surgery (underwent bilateral tubal ligation and surgical removal of coils, one coil removed from uterus) and surgery (underwent bilateral tubal ligation and surgical removal of coils, one coil removed from uterus). At the time of the report, the device expulsion, rash, peripheral swelling, weight increased, pruritus, depression and anxiety outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, pelvic pain, peripheral swelling, pruritus, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2012: preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis. On (B)(6) 2015: there is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transversely positioned from one uterine cornua to the other this finding is unchanged. There was a pedunculated subserosal fibroid approximately 2.5 cm off the fundus. On hysteroscopy, there was a free essure coil noted within the endometrial cavity. Diagnostic results: (B)(6) 2012, hysterosalpingogram (hsg), (per mr) findings: preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis. On (B)(6) 2013, hysterosalpingogram (hsg) (per mr) findings : scout film was performed which reveals a similar location of essure wires water soluble contrast was introduced into the uterine cavity by referring physician ap and oblique views were obtained. There is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on 1-aug-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information essure lot number added. Events depression and mental anguish, migration of essure device location of device: uterus were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. A02660-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rashes"), peripheral swelling ("legs swollen"), weight increased ("weight gain"), back pain ("back pain"), pruritus ("itchy skin"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with paracetamol (acetaminophen), surgery (underwent bilateral tubal ligation and surgical removal of coils, one coil removed from uterus) and surgery (underwent bilateral tubal ligation and surgical removal of coils, one coil removed from uterus). At the time of the report, the device expulsion, rash, peripheral swelling, weight increased, pruritus, depression and anxiety outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, pelvic pain, peripheral swelling, pruritus, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2012: preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis. On (B)(6) 2015: there is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged. There was a pedunculated subserosal fibroid approximately 2.5 cm off the fundus. On hysteroscopy, there was a free essure coil noted within the endometrial cavity. Diagnostic results: (B)(6) 2012, hysterosalpingogram (hsg), (per mr) findings: preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis. (B)(6) 2013, hysterosalpingogram (hsg) (per mr) findings : scout film was performed which reveals a similar location of essure wires water soluble contrast was introduced into the uterine cavity by referring physician ap and oblique views were obtained. There is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, malposition of essure device location of device: (left essure coil) transversely positioned from one uterine cornus to the other"), device dislocation ("migration of essure device location of device: right essure coil (unknown location)") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. A02660-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube (s)" on (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced rash ("rashes"), peripheral swelling ("legs swollen"), back pain ("back pain") and pruritus ("itchy skin") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent bilateral tubal ligation and surgical removal of coils, one coil removed from uterus). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, rash, peripheral swelling, weight increased, pruritus, depression and anxiety outcome was unknown, the pelvic pain had resolved and the back pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, device expulsion, pelvic pain, peripheral swelling, pruritus, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2012: preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis. On (B)(6) 2015: there is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged. There was a pedunculated subserosal fibroid approximately 2.5 cm off the fundus. On hysteroscopy, there was a free essure coil noted within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis.; on (B)(6) 2013: scout film was performed which reveals a similar location of essure wires water soluble contrast was introduced into the uterine cavity by referring physician ap and oblique views were obtained. There is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs received : events - migration of essure device location of device: right essure coil (unknown location), and failure to occlude (close) fallopian tube (s) were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pelvic pain/ pain") in a 37-year-old female patient who had essure (batch no. A02660-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rashes"), peripheral swelling ("legs swollen"), back pain ("back pain"), pruritus ("itchy skin"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent bilateral tubal ligation and surgical removal of coils, one coil removed from uterus). At the time of the report, the device expulsion, rash, peripheral swelling, weight increased, pruritus, depression and anxiety outcome was unknown, the pelvic pain had resolved and the back pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, pelvic pain, peripheral swelling, pruritus, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2012: preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis. On (B)(6) 2015: there is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged. There was a pedunculated subserosal fibroid approximately 2.5 cm off the fundus. On hysteroscopy, there was a free essure coil noted within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded preliminary scout film was obtained there are 2 essure tubes there is 1 tube towards the right side and the 2nd more centrally located in the pelvis.; on (B)(6) 2013: scout film was performed which reveals a similar location of essure wires water soluble contrast was introduced into the uterine cavity by referring physician ap and oblique views were obtained. There is spillage from the left fallopian tube as well as the right fallopian tube on today's exam the left essure wire is malpositioned within the uterine cavity it is transverly positioned from one uterine cornua to the other this finding is unchanged. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: back pain. Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received- outcome of pelvic pain updated to recovered / resolved. Height were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.